Event description:
It was reported, the acetabulum was reamed to 54mm and a trident psl 54mm "f" was implanted and impacted with inserter. Case continued with no problems, did our trials. The surgeon then proceeded to screw in the plug and it continued through the cup without stopping. The (surgeon) decided to remove the cup and retrieve the plug. We then reviewed the cup (shell), plug and the inserter/impactor, we noticed that the threads on the inserter were damaged as well as the plug.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.